Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one resolute integrity rx coronary drug eluting stent failed to cross into a svg graft and was then damaged. No patient injury was reported.

Manufacturer narrative:
The device failed to cross into the mid sv graft and was then damaged. The device had been inspected prior to use with no issues noted. The lesion was pre-dilated with a 2.5x12mm euphora balloon. It was reported that the lesion was tortuous and normal resistance was noted when advancing the device. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.